Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 to report on behalf of trial patient a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)